Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she primed the insulin pump while connected to the infusion set, and may have given herself close to 26.3 units of insulin. The customer's husband came on the line, and stated that he would be taking the customer to the hospital. The customer's blood glucose reading at the time of the call was 64 mg/dl. Nothing further was reported.